Event description:
During the right heart catheterization portion of the cardiomems implant procedure, prior to any cardiomems equipment being opened or used, the patient had a bradycardiac arrest. This happened when the physician attempted to advance the balloon wedge pressure catheter from the right atrium to the right ventricle. Cardiomems implantation was aborted. The patient received atropine and compressions, and was externally paced following the event. It was noted the patient has a baseline right bundle branch block. Patient is stable and discharged.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.